Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found from fluoroscopy that patient's atrial lead was dislodged. During lead revision procedure it was noted that the lead helix was not able to extend. The lead was explanted and replaced. The patient was stable.